Event description:
Philips received a complaint from the key market (km), reporting that the v60 ventilator had a switch button that was faulty. There was no patient involvement when the issue occurred. No patient or user harm reported. The key market (km) reported that the v60 ventilator had a switch button that was faulty. The km reported that the hospital replaced the switch button, and the issue was resolved. The device was returned to service.